Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient had increased tone and exterior dystonia that was noted by the doctor. On (B)(6) 2017, a side port study was performed with negative ¿cns¿ flow. A side port tap was repeated on (B)(6) 2017, and again, there was negative ¿cns¿ flow. The cause of the issue was unknown at that time including x-ray.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and head/brain injury. It was reported that the patient would be having a catheter revision. Per the reporter the reason for the catheter revision was unknown. It was also unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. It was also reported as unknown the actions and or interventions taken to resolve the issue. Surgical intervention had not occurred but was planned and scheduled for (B)(6)2017. The issue was not resolved at the time of the report and no further patient complications were reported.